Event description:
It was reported that the patient had received medical assistance due to hypoglycemia. The patient's blood glucose levels had decreased to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient had removed the pod prior to the paramedics arrival. Once the paramedics arrived the patient was treated with intravenous fluids and glucose. The patient had been with the paramedics for an hour and was not taken to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.